Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room for blood glucose (bg) level of 378mg/dl. Customer was treated with insulin injections, and was discharged approximately 7 hours later with no permanent damage. Reportedly, an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.